Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No drive/motor anomaly or rewind anomaly noted during testing. The pump responded properly to the button presses. No keypad unresponsive noted during testing. Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces. During visual inspection, found the j1 keypad connector on pcba 1 was properly locked. No damage on the reservoir compartment. No cracked or broken off retainer ring noted. There was no broken off or missing portion of the pump case noted during visual inspection. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump perform the history review 2 days prior to the event date 14-jan-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The pump passed the functional testing. Delivery anomaly-no delivery/occlusion alarm not confirmed. Cosmetic damage (missing portion of the pump case) was not confirmed; however, other cosmetic damage was noted. Drive/motor anomaly-rewind not confirmed. Alarm-keypad/button error (keypad unresponsive) not confirmed. Drive/motor anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the chunk missing from the casing near reservoir, button had to be pushed multiple times for response, slower to rewind, random and unexplained no delivery alarms. Troubleshooting was performed for the general documentation but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1884l. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.